Manufacturer narrative:
Correction to block: b5. Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) pediatric patient underwent a revision procedure due to erosion. An eschar was noted over the skin of the implantable pulse generator (ipg) chest pocket. The eschar was superficial and did not reach the deep tissue or the ipg. The physician decided to move the ipg to the right abdomen, and lead extensions were electively replaced due to the need for longer extensions. The patient is recovering as expected, and no further procedures are warranted. The ipg will not be returned to boston scientific, as it remains implanted in the patient.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to erosion. An eschar was noted over the skin of the implantable pulse generator (ipg) chest pocket. The eschar was superficial and did not reach the deep tissue or the ipg. The physician decided to move the ipg to the right abdomen, and lead extensions were electively replaced due to the need for longer extensions. The patient is recovering as expected, and no further procedures are warranted. The ipg will not be returned to boston scientific, as it remains implanted in the patient.